Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Correction: medical records were reviewed by post market surveillance staff. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
Medical records were provided by the patient's dialysis center. The peritoneal dialysis (pd) nurse stated that the patient called the clinic to report abdominal pain with cloudy effluent. The pd nurse stated that the fluid culture showed no growth however the patient had an extremely high white blood cell count. Two days later the patient reported to the clinic having extremely foul smelling stools with continued cloudy effluent. Pd nurse reported that the peritonitis was likely due to touch contamination and that the patient frequently did not practice and lacked proper aseptic technique during treatments. The pd nurses also stated that the patient did not wash hands or don a mask. The pd nurse stated that there was no fluid leak reported during treatment prior to the reported peritonitis. Review of the medical records revealed that the (B)(6) peritoneal dialysis patient presented to the emergency room on (B)(6) 2016 with abdominal pain, weakness, confused, cloudy effluent and no fever with temperature at 98.0 degrees fahrenheit. The patient was admitted to the hospital the same day due to findings of peritoneal dialysis fluid to be cloudy. On physical examination the patient had some mild abdominal pain on deep palpitation in the lower abdomen with bowel sounds present. The patient denied melena, hematochezia and hemoptysis. The patient remained afebrile and was treated with vancomycin and gentamicin administered via intraperitoneal and oral levaquin daily.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) stated the morning of (B)(6) 2016 the patient reported having abdominal pain and was hospitalized the same day due to an episode of peritonitis, without allegation of device malfunction. Per pd rn the fluid culture results showed no growth, but the patient exhibited an extremely high white cell count. The nurse indicated the episode of peritonitis was likely due to touch contamination, where the patient frequently did not practice and lacked proper aseptic technique during treatments: the patient did not wash their hands and did not don a mask. Per pdrn as of (B)(6) 2016 the patient remained hospitalized. Per pdrn no fluid leak was reported during treatment prior to the reported infection. Medical records were requested.